Event description:
The customer reported that there was a spo2 malfunction with no inop. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that there was a spo2 malfunction with no inop. No patient harm was reported. The available info is not enough to support that there was any health risk. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.